Event description:
Patient was on a ventilator in an activities room. The ventilator was on battery power for about an hour and then alarmed in a high pitch sound with an inop alarm and the ventilator stop ventilating the patient. The alarm did sound so we were able to attend to the patient so there was no adverse outcome. The manufacturer came out and repaired the ventilator. They said that both the power supply and the batteries were bad so they replaced them. My big concern here is that if the battery was bad we should have gotten a low battery alarm before this ventilator shut off or alarmed ventilator inop. Manufacturer response: for ventilator, vela (per site reporter). They stated that if both the power supply and the batteries fail this can occur and no other notice will happen. I also asked them if we use the battery every day for up to 2 hours can this reduce the life of the battery and they said no that it should still keep the same life span.